Manufacturer narrative:
Per the facility on (B)(6) 2024, a hair was located "inside the (bulb) syringe". Per the facility there was no patient involvement and therefore no serious injury or medical intervention required. The device has been requested for evaluation. No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
Per the facility on (B)(6) 2024, a hair was located "inside the (bulb) syringe".